Event description:
Pt revised to address loosening of femoral component, found osteolysis and polyethylene wear intraoperatively.

Manufacturer narrative:
Evaluation was not possible, as the product was not returned. The investigation was limited to the info provided, as the product code and lot numbers required to review the device history records and complaint history were not provided. Although investigation could not verify or draw any conclusions about the reported event based on the provided info, it would not be unreasonable to expect some wear after approx 11 years of implantation. The need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should the product and/or additional info be received to change the outcome of the performed investigation, the complaint will be re-opened.